Event description:
Related manufacturer reference number: 2017865-2021-39901, related manufacturer reference number: 2017865-2021-39902. It was reported that the patient presented in clinic due erosion at the site of the pocket. It was noted that the pacemaker (pm) system was also infected. The entire pm system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.